Manufacturer narrative:
Device code: refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that at around 43,000 joules of use, the beam of the side firing surgical fiber began to flash continuously. The doctor took the fiber out, and inspected the tip, the tip was found to be clean and the fluid flow good. The doctor re-inserted the fiber and tried again. The fiber was not working effectively, and then at 45,071 joules of use, the aiming beam started firing form the tip (forward firing). The case was completed using a second fiber. There was no report of injury.